Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving sensor check alerts which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4.date of this report 06 feb 2026. G3.date received by the manufacturer? 06 feb 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.